Manufacturer narrative:
Corrected data. Single use device.

Manufacturer narrative:
On january 27, 2017 biolife followed up with the consumer and she provided additional details: wounds getting much better. The swelling is down some,drying up nicely. The wounds are still quite sore. Continuing with the antibiotic and cream the doctor recommended. Cleaning with wound clean and placing a new dressing on it. Appearance of pus under the scab. She believe what happened is that I did not clean it out well enough before putting the woundseal on and then they both got infected. Evaluation of biolife's chief medical advisor: "despite the limited clinical information available, I agree with the customer assessment that not sufficiently cleaning the wound before applying woundseal (as indicated in direction for use) likely cause the original infection. Single use device.

Event description:
A (B)(6) lady visiting her daughter in (B)(6) from (B)(6) used woundseal powder on two wounds on her legs, the wounds happened (B)(6). Two days later it was obvious both were infected. After visiting a doctor at a clinic on (B)(6) 2016, she started with an antibiotic and treating the wound with mupirocin. Though there has been an improvement, the foot is still very swollen and the wound areas extremely sore.